Event description:
It was reported the goldenberg malleable porp prosthesis when taken out of the box and when surgeon picked it up it fell apart. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause has been determined to be that the since this device is made of a very delicate brittle material and a very thin wire, it was damaged in transit to the customer and customer storage and handling. Olympus will continue to monitor field performance for this device.